Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in stating she was a new user and was experiencing high blood glucose of 298 mg/dl. Customer wanted to know if she could treat if she did not have kit to test ketones. Customer was advised to treat accordingly. Customer checked blood glucose and it was 255 mg/dl. Customer was walked through in how to give a bolus. Customer stated she was going to press the act button and if she starts going low she will treat with food. Customer was advised to monitor blood glucose closely. Customer then reported that she had an extreme blood glucose low when she first started. Blood glucose went from 250 mg/dl to 46 mg/dl. No further information reported.